Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was in the 20's (mg/dl) and lost consciousness; cause was not known. Customer received an IV of dextrose from paramedics and regained consciousness. Recommendation was made to consult with a healthcare provider to discuss diabetes management.